Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported via a manufacturer representative that the ins was overdischarged due to noncompliance. The rep had a phone conversation with the patient and was working on setting up an appointment to meet up. The issue was not resolved. No symptoms were reported. Additional information was received from the rep who reported they would be meeting with the patient on 9/28. Patient reported they met with the patient and battery had reached eos. A replacement consult is being set up with hcp.